Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states, the weld by the fork broke while the unit was with the consumer.

Manufacturer narrative:
The device was evaluated by the returns department which found that the frame was broken at a weld on the front left caster.

Event description:
The provider states the weld by the fork broke while the unit was with the consumer.